Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter experienced catheter damage. The following information was provided by the initial reporter: there is a bubble, visible bubble on the tip. Patient impact: failure to cannulate, but sporadic.

Event description:
It was reported that the bd insyte¿ IV catheter experienced catheter damage. The following information was provided by the initial reporter: there is a bubble, visible bubble on the tip. Patient impact: failure to cannulate, but sporadic.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-aug-2022. H6: investigation summary : three samples were received by our quality team for evaluation. Two samples were received from batch 1298903 (one with open packaging and one with sealed packaging). One sample with open packaging was received from batch 1274804. The sample were subjected to visual inspection to check for catheter damage. One sample, from batch 1298903, was observed with the needle pierced through the catheter tip. The second sample from batch 1298903 and the sample from batch 1274804 was observed with no catheter damage. A review of the internal manufacturing device records and raw material history files for the reported and unreported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Needle pierced through catheter could occur during needle cover removal if not done carefully. As the sample with the needle pierced through the catheter was returned in open packaging, the root cause could not be established. H3 other text : see h10.